Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (313 mg/dl). System check was performed by tandem technical support and the pump performed as intended. Customer indicated that the pump still had active insulin on board for treatment of bgs. Recommendation was made for the customer to discuss elevated bg protocol with health care provider.